Event description:
A CT scan confirmed that the electrode array was folded over. Surgery was performed in 2007 to explant the device. The pt was reimplanted with another advanced bionics cochlear device.